Event description:
It was reported that a pt developed blisters on the inside of the cheek two days following placement of restorations using prime & bond nt, esthet-x and tph spectrum. The pt sought treatment from a dr and reported an improvement in the symptoms after being administered steroids. The report pertains to the prime & bond nt used.